Event description:
It was reported that the patient experienced an st segment elevation near the end of the procedure. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave nav catheter was used. Near the end of the procedure following removal of the catheter from the heart an st segment elevation was observed on inferior leads ii, iii, and avf. A non-boston scientific intracardiac echocardiography (ice) catheter and a different coronary sinus (cs) catheter were in the cs at the time, and the faradrive sheath was in the inferior vena cava (ivc) at the time. The patient was transferred to a different hospital for cardiac catheterization, which was negative. The patient fully recovered and was discharged from the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.